Manufacturer narrative:
Parent pr# (B)(4) has been identified as a duplicate of pr# (B)(4)/ (smax case (B)(4)) and has been processed accordingly. Please refer to pr# (B)(4)/ (smax case (B)(4)) for the full investigation of this issue. Child edmr pr# (B)(4) under pr# (B)(4) was submitted on 09jan2024 with received mdn no.: (B)(4).

Event description:
The customer called in with a parts order only. No issues or failures were reported.

Event description:
It was reported to philips that device switched to service mode independently over the weekend and requested the service password. There was no service password stored, so any pw could be entered. Only then was it possible to switch back to clinical operation. There was no patient harm. Device now in a permanent loop. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.